Manufacturer narrative:
Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 10mm of the distal threads have broken off and were not returned. The proximal threads are also damaged. Dimensional assessment of the screws major diameter was found to meet print specification. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the head of the 8x30mm biosure ha broke during implantation. During an anterior cruciate ligament reconstruction, doctor was using biosure ha screw to do the tibial fixation. As surgeon was inserting the screw, the screw head broke. The anchor was removed from the patient and no additional bone holes were required to be drilled to complete the procedure. There was no report of patient injury and a reported short delay of less than 30 minutes.